Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. It was unknown if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with vancomycin (1gm, after five days, route not reported) and meropenem (1 gm, daily, route not reported) for the event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.